Event description:
It was reported that the system was not working properly. When stimulating the muscle with nim at 20, the muscle did not twitch. There was no report of patient injury.

Manufacturer narrative:
Concomitant products: ID #945opm660 patient module sn # (B)(4); computer notebook ID #945nccpu sn# (B)(4); surgeon controlled probe ID#945spk1004 lot/sn# not provided. Device operates differently than expected. No known impact or consequence to patient. No devices were returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.